Manufacturer narrative:
G4:09feb2021; b4:09feb2021. The customer reported there was no patient involvement at the time the issue was discovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:03feb2021. B4:04feb2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem of device will not power on. The fse replaced the power supply to resolve the reported issue. Unit passed required performance verification tests per philips standards and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
A ventilator was reported as being unable to start up. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.